Event description:
The customer reported that they were hospitalized for high bgs. Bgs were treated with manual injection. Troubleshooting was performed. The pump passed the functional testing. The customer stated that they ran 20u and the insulin did not exit. Also it was found that the customer does not prime to take up the slack. Advised the customer to revert to back up plan of manual injections.